Manufacturer narrative:
Complaint no: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set did not flow. There was no flow when the set was attached to the port; therefore it had to be attached below the slide clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.